Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50x32 synergy drug-eluting stent was selected for use. However, during unpacking, it was noted that the stent was not mounted on the delivery system. No patient complications were reported.